Event description:
On (B)(6) 2013, (B)(4) (USA) identified that after 23,5h of use the hls had visible clot in arterial outflow. No patient issues occurred from this event. The anti-coagulation levels of the patient were at the lowest end of acceptable scale. (Lot number 70087190). (B)(4).

Manufacturer narrative:
(B)(4).